Event description:
It was reported that a device check indicated inappropriate sensing and thresholds of the right ventricular (rv) and right atrial (ra) leads. A chest x-ray indicated that both leads had pulled back and were twisted substantially. The physician stated that it was obvious twiddler¿s syndrome. Both leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).